Manufacturer narrative:
This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such the device became inoperable. Consequently, the patent will undergo surgical intervention as the next course of action.

Event description:
Additional information received identified that the patient underwent surgical intervention, wherein the entire system was explanted.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.